Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported a catheter placed on (B)(6) 2016 in a (B)(6) female patient had a hole at the connection of the catheter hub resulting in leakage. The catheter was removed and a replacement total parenteral nutrition catheter was placed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (IFU), specifications, and a visual inspection were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a repair and suture starting 17.3 cm from the distal tip. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.